Event description:
The customer was taken to e.r. Due to high bg. Customer's family member believes was the pump. Troubleshooting was performed. Explained that even though pump testing shows pump is ok, it can be replaced due to md requesting it.